Event description:
Rep reported, that patient was scheduled for a lead revision with hcp today. Hcp removed the leads, that had migrated and attempted to put in two new leads. However, he was unable to get into the epidural space and aborted the case. He stated, that patient needed to be done under general anesthesia. And that she needed to be rescheduled. He did place the battery back in the pocket, so that it could be used, when new leads were implanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead product ID: 977a260, serial#: (B)(6) implanted: 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260 serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the two leas that were unable to be implanted have been discarded. Rep also reported pt was referred to a different hcp for a lead revision with a lami lead. The new lead was placed at the top of t7 with some difficulty getting it to go midline. They were able to get the left side of the lead relatively midline and the rest of the lead was to the right.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration and a return of pain. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 03-jun-2028, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6) , ubd: 07-jun-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports the inability to access the epidural space was not a device issue, but the hcp was unable to access the epidural space due to skill level. The cause of the inability to access the epidural space was not determined. It is believed the patient will see another hcp at some point to resolve this issue. No other actions were taken or are planned to resolve this issue. Rep reports the explanted devices were discarded by the customer. Rep reports this information was confirmed/provided by the hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted:(B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024 product type lead correction of regulatory report #: 3004209178-2024-18454 follow up #:001 after further review it was noted that a1502 was incorrectly applied to: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted:(B)(6) 2024. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead see regulatory report#: 2182207-2024-04740 and regulatory report#: 2182207-2024-04741. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.